Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2021. During the procedure, a small tear was observed and the clip was inserted inside the patient properly. The clip was then attempted to be deployed, but did not come loose from the catheter to deploy. Reportedly, the device was hardly pulled to extract from the patient, and the procedure was completed with another resolution clip device. Additionally, a photo provided by the customer noted that the yoke was detached and was stuck inside the scope elevator. There were no patient complications reported as a result of this event. Note: according to the complainant, the patient underwent endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure. However, per the resolution clip instructions for use, and confirmation from design quality assurance (dqa), resolution clips are not indicated for the purpose of anchoring esophageal stents in procedures performed outside the united states, and the reported procedure is not describe wihin the indications for use. ***correction*** it was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2021. During the procedure, a small tear was observed and the clip was inserted inside the patient properly. The clip was then attempted to be deployed, but did not come loose from the catheter to deploy. Reportedly, the device was hardly pulled to extract from the patient, and the procedure was completed with another resolution clip device. Additionally, a photo provided by the customer noted that the yoke was detached and was stuck inside the scope elevator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Medical device problem code a150208 captures the reportable event of yoke was stuck inside the elevator scope. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction: b5 (describe event or problem), h6 (device code), h10 (additional MFR narrative).

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2021. During the procedure, a small tear was observed and the clip was inserted inside the patient properly. The clip was then attempted to be deployed, but did not come loose from the catheter to deploy. Reportedly, the device was hardly pulled to extract from the patient, and the procedure was completed with another resolution clip device. Additionally, a photo provided by the customer noted that the yoke was detached and was stuck inside the scope elevator. There were no patient complications reported as a result of this event. Note: according to the complainant, the patient underwent endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure. However, per the resolution clip instructions for use, and confirmation from design quality assurance (dqa), resolution clips are not indicated for the purpose of anchoring esophageal stents in procedures performed outside the united states, and the reported procedure is not describe wihin the indications for use.